Event description:
It was reported that there was a patient alert and the lead had noise and was oversensing. It was also reported that there was a possible lead fracture. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(6) evaluation summary: (B)(4) the full lead was returned in segments and analysis found that the outer insulation had a breached depression. It was also noted that the defibrillator conductor was distorted and cut. The proximal conductor was cut and several conductors had blood/ body fluid (not obstructed). The inner tubing was kinked/buckled and the exposed defibrillator coil had a white substance. The outer insulation had a white substance and a cosmetic depression. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. Visual analysis noted apparent explant damage.